Event description:
Info was received that reported a pt was hospitalized in 2009, due an incident of hyperglycemia. Per the pt on the same day, her blood glucose began to rise, she was brought to the hosp when it measured "high" on her meter. She admitted with a diagnosis of hyperglycemia and sinusitis, she was treated with IV fluids, insulin and IV antibiotics. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.